Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation summary: the affected device was returned for evaluation. The flat filter was returned. Upon inspection of the filter, no obvious abnormalities were found. When water was poured into the filter to check its functionality, leakage was observed from a gap in the housing on the side of the filter. When magnified, small cracks were visible. The issue was duplicated. No cause established. A device history record could not be completed as no lot number was received.

Event description:
It was reported that the filter leaked and the device was unusable. As described, this happened when a part-time doctor used the device, so it is unclear whether this was a product defect or a procedural error. There was patient involvement and no patient harm/adverse event reported. (B)(4) received an email on 02-sep-2024 from account manager forwarding a complaint from (B)(6) hospital regarding an item setup for smj - nce6326jp with list number nce6326jp and unknow lot number. It was stated in the report that "t." The date of event was late-aug-2024. The sample was available for investigation. This occurred during patient use at facility. Nkhan (B)(6) 2024

Manufacturer narrative:
H3 and h6. Evaluation codes: updated. The flat filter was returned. Upon inspection of the filter, no obvious abnormalities were found. When water was poured into the filter to check its functionality, leakage was observed from a gap in the housing on the side of the filter. When magnified, small cracks were visible. The reported event was confirmed. Considering the situation of the occurrence, it is highly likely that it was caused by the supplier's manufacturing and notification was made to the supplier. A device history record (DHR) review could not be performed as the lot number was unknown.